Event description:
Caller reported a discrepancy in the insulin gauge, stating it displayed an amount different than expected. There was no adverse impact to the customer's blood glucose level. Caller declined to load a new cartridge, expressed concern over wasting insulin, and agreed to continue using the current cartridge. Cts explained the importance of documentation and suggested using a cartridge from a different lot.